Event description:
It was reported that the patient underwent thoracoscopy on an unknown date and suture was used. The patient experienced a dehiscence of the suture during the procedure and the procedure had to be performed again. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure for coagulated hemothorax and pulmonary decortication. During the procedure, the suture ruptured at the time of knotting. The procedure was completed with a like device. The patient is in good condition and had a successful recovery. (B)(4).